Event description:
A patient presented with an unspecified skin reaction / infection at an unspecified time following surgery. No further information was provided. It is assumed tha tmedical intervention in terms of antibiotic administration at a minimum was required to address this event.